Event description:
On (B)(4) 2012 customer reported that their dxc 800 pro instrument had a leak coming from the ion selective electrode (ise) portion of the flowcell. Customer stated that the flowcell drain was overflowing and was dripping onto the overflow tray and onto the floor under the instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to take valve j2 off, clean the flapper and reinstall it, and prime the instrument to see if it will drain. Customer confirmed that this resolved the issue. Customer also noted that quality control was within range and system was operating properly. It was determined that the failure mode was valve j2.

Manufacturer narrative:
(B)(4).